Event description:
It was reported that the patient had an infection at the pocket site. The physician believed that the infection was not device related as the patient is just more susceptible to the infection. The patient underwent an explant procedure. The explanted device was not returned. Additional information was received that the patient was doing well postoperatively and all devices were removed.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8336700, model: sc-8336-70, serial: (B)(6), batch: 20101239.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient had an infection at the pocket site. The physician believed that the infection was not device related as the patient is just more susceptible to the infection. The patient underwent an explant procedure. The explanted device was not returned.